Event description:
It was reported that filtration system mf01-0033pl for the endoscope reprocessor was non-functional and leaking. The part number for the whole assembly was provided so that it could be replaced. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, we judged that the leakage occurred due to some breakage of the external filter. Olympus will continue to monitor field performance for this device.